Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low albumin (albm) results generated by unicel dxc 800 pro synchron clinical system for seven patients. The results were reported out of the laboratory and questioned by a physician. The results were amended. The results are shown. There was no change to patient treatment.

Manufacturer narrative:
Qc had been intermittently low. The customer did maintenance and performed a lamp calibration. A bci field service engineer (fse) found the sample syringe was leaking due to improper maintenance. The syringe plunger was worn out. The fse replaced the sample syringe.